Event description:
Cde (B)(6), from (B)(6) called to report that the patient the adhesive pad has come loose, needle pain . Patient reported to cde that she has had several adhesive pads become loose, usually in the 18th hour of application. Patient reported to cde that when the adhesive pad starts to peel away the patient can feel the needle and it hurts.